Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the microvacuoles was verified to be describing the central optic damage.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported about noticing microvacuoles occasionally, but always smaller and moreover mostly in the periphery of lenses. Additional information was requested and received stating that the microvacuoles were the changes in the lens material. There are two medical device reports associated with this event. This is 2 of 2.